Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. The trial was put in the day before ((B)(6) 2016). It was reported that the trial patient had pain in their side. This was considered sudden as it started on the day of the call ((B)(6) 2016). The patient was worried that the really bad pain in their side was due to their jitterbug phone. The patient had the pain during the call to the manufacturer. The patient reported that there had been no falls or traumas.